Event description:
Boston scientific rec'd information that the right atrial (ra) lead was surgically abandoned due to chronic high threshold measurements. The atrial output had been programmed to 6.5 volts at 1.0 ms. A new ra lead was successfully implanted. No specific measurements or adverse pt effects were reported. Should the lead be returned, or if additional information becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.